Event description:
It was reported that during a laparoscopic cholecystectomy procedure the specimen was placed in the pouch and upon retrieval the pouch broke (no loss of material reported). Bile spilled into the patient. Irrigation and suction was used to remove the bile from the patient. The same device was used to remove specimen. The procedure was completed with no post-op care for the patient. The account will not release the device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.